Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while being applied for stomach resection, the device was unable to fire, green button unable to be pressed, and handle unable to be squeezed. Also, the device had an unloading problem, wherein the proximal end of the reload got damaged. New devices were opened in order to complete the case. No patient injury.

Manufacturer narrative:
Additional: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument revealed that the cover tube which encases the shaft was rotated out of alignment. In addition, the cover tube alignment notch was sheared. Functional testing found that the instrument could not be loaded with a loading unit due to the misaligned cover tube. The cover tube was reseated in its proper position and the instrument was found to load, clamp, cycle, articulate, unclamp, and unload without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Replication of this condition can occur if the cover tube is forcefully rotated while the instrument shaft is restricted or if an attempt is made to forcefully rotate a loading unit into the instrument prior to fully inserting the loading unit into the shaft. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate.if information is provided in the future, a supplemental report will be issued.